Event description:
Customer obtained a faintly positive test line. Customer then tested using three other brands of rapid tests all of which resulted negative. Customer then took two additional qv sars otc both of which elicited positive results. Customer had a nasal multi-plex pcr conducted, customer was reported as not detected for sars.

Manufacturer narrative:
Subject: customer obtained a faintly positive test line. Customer then tested using three other brands of rapid tests all of which resulted negative. Customer then took two additional qv sars otc both of which elicited positive results. Customer had a nasal multi-plex pcr conducted, customer was reported as not detected for sars. Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info.